Manufacturer narrative:
Follow-up submitted to report additional information. Updated section a4 for patient weight, b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections h2 for follow-up type. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.